Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that the main legacy full-height drawer 6 failed to open in hardware test application mode. The fse replaced the inseparable latch and the open/close sensor for the main legacy full-height drawer 6. The drawer became responsive, and a final test was performed successfully. Additionally, fse replaced backup battery, installed rear, bumper kit, and network plugs. Checked all cabling all appears to be in good working order dusted drawer. All leds functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 6 failure, and it was unable to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.